Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent became stuck at the distal lumen of the guiding catheter and its struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element mr ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found central stent damage; stent strut rows 7-9 from the proximal end were stretched and deformed. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a twist in the inner/outer shaft polymer extrusion at approximately 56 mm distal of the guidewire port entrance site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 20 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent became stuck at the distal lumen of the guiding catheter and its struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.